Event description:
The reporter stated that his wife applied thermacare heatwrap to lower back for pain relief. A few hours later, she was stated to be in a different kind of pain. The reporter goes on to say the pain turned out to be burns caused by the heaters in the wraps. There was as many as 10 injuries, but only 4 of the injuries actually blistered.